Manufacturer narrative:
As a precaution, the customer replaced the unit with a spare central and removed the reported device from service. The customer was provided with a return authorization to have the device evaluated by a spacelabs healthcare repair technician. At this time, the device has not been received. Should the device be returned, a follow up report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that while monitoring telemetry patients on a xhibit central station (xcs), the device would shut itself down after 10-15 minutes of use. There was no patient or user harm associated with this event.